Event description:
A patient reported a loss or change or therapy. The patient reported pain at the implantable neurostimulator (ins) site. The patient reported a loss of therapy; they had a couple of urinary accidents. The patient tried trying stimulation up after a couple of urinary accidents and realized she did not feel stimulation. It was noted that patient services did not connect the patient programmer during the call, but the patient was able to increase stimulation and therapy would have had to be on to increase stimulation. There were no medical procedures or electrode magnetic interference that could be related to the issue. There were no falls or traumas related to the issue. The patient increased to 8.5 on her own and did not feel stimulation. The patient noted they had tried all 4 programs and were not feeling stimulation. It was noted the patient did not feel stimulation in the correct area. It was noted the patient had pain at the ins site began in (B)(6) 2017. The patient stated the loss of therapy and no stimulation began on (B)(6) 2017. There were no further complications that have been reported as a result of this event. The patient is implanted for fecal incontine nce and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they had contacted their healthcare professional (hcp) and had an appointment on (B)(6) 2017. The patient stated the steps taken to resolve the not feeling stimulation, loss of therapy, urinary accidents, and pain were the hcp adjusted the device. The patient noted the not feeling stimulation, loss of therapy, urinary accidents, and pain had been resolved. There were no further complications that have been reported as a result of this event.